Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of quantum maverick balloon catheter in two (2) pieces. Microscopic examination revealed a complete separation 62cm from the hub. Additionally a slight kink 4cm distal to the separation or 42.5cm from the end of the hypotube was observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a tortuous and calcified vessel. A 3.5mm x 8mm quantum¿ maverick¿ balloon catheter was selected for use and advanced to dilate the target lesion. However, during procedure, the balloon shaft was fractured outside the patient. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a tortuous and calcified vessel. A 3.5mm x 8mm quantum¿ maverick¿ balloon catheter was selected for use and advanced to dilate the target lesion. However, during procedure, the balloon shaft was fractured outside the patient. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.